Manufacturer narrative:
Conclusion and justification status: the complaint states primary tka had taken place on (B)(6) 2010. The patient had suffered from insert spinout and been under observation. However, she came to the hospital because of pain on (B)(6) 2016 and revision took place on (B)(6). The surgeon replaced only the reported insert with a 17.5mm insert. From the visual inspection, he suspected that the outside of the insert had been dislocated forward and stayed there. There was no surgical delay. The patient is now under observation. A complaint database search did not identify any anomalies. A review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had suffered from insert spinout and been under observation. However, she came to the hospital because of pain and revision took place.